Manufacturer narrative:
Investigation: bd has been provided with photos and samples for catalog 309210 lot 9049935 to investigate for this record. Visual inspection of the returned sample presented damaged parts and foreign matter. The photos of the package shows the delivered package with clear damages. As a result, bd was able to verify the reported issue. Bd has determined that no re-work was done with product of this batch. Bd is confident that this is not related with a manufacturing failure and this package and syringes were sent in good conditions. The root cause of this issue is related to the storage or transport of the product after production. DHR showed no indication of the alleged defect.

Event description:
It was reported that syringe s2 ns 20ml was cracked and had foreign matter in it. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: found open box with syringes. The products are contaminated and cracked. They cannot be used.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 ns 20ml was cracked and had foreign matter in it. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: found open box with syringes. The products are contaminated and cracked. They cannot be used.